Manufacturer narrative:
An event of capsule damage was reported. Information from the field indicated that there was damage due to valve overflow, the capsule was damagedthat there was damage due to valve overflow, the capsule was damaged. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_1003 - vantage eu0629-1384 (B)(4). It was reported that on (B)(6) 2024, a large flexnav delivery system was selected to implant a device. It was reported that there was damage due to valve overflow, the capsule was damaged.